Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; a cracked battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event. The pump was returned to the manufacturer and investigation completed on 31-jul-2018. On investigation, the battery compartment was confirmed to be cracked.